Event description:
It was reported that the user was unable to remove the spring wire guide from the catheter after insertion. The catheter and wire guide were removed as a unit without any complications.